Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report that the display and touch screen on the system monitor was not working properly, was unconfirmed as the issue was not observed or duplicated when checked by european distribution center (ed)c technical service. A full functional test was performed per service system monitor procedure and no anomalies were found. Perform preventive maintenance. The system monitor (B)(6) was tested and forwarded to the rental/loaner pool. The root cause of the reported was not determined during this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 28feb2007. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate system monitor instructions for use (IFU) informs the user to refer any servicing of heartmate left ventricular assist system (lvas) equipment to trained service personnel only. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the display and touchscreen of the system monitor was not working properly.